Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hepatic lobectomy procedure on (B)(6) 2010. During use on the patient, the reservoir did not generate negative pressure. There was no adverse consequence to the patient reported.